Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. The system operates as intended.

Event description:
The customer reported that the system would not display an image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.